Manufacturer narrative:
Follow-up # 1 date of submission 08/06/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: the keypad cover was intact with no visible damage. All the keypad buttons were intermittently unresponsive during testing and required multiple presses to elicit a response. The contrast button required additional increased force. The pump cover was removed and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.